Event description:
The event is reported as: the customer alleges the device kinked during use. The patient was extubated and another endotracheal tube was used without issue. The patient's condition is reported as fine.

Manufacturer narrative:
From the picture provided, it seems to be a "kinked tube during use on patient". No other defects were observed. A functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review the product et tube, cuffed, spiral-flex 6.5, lot #01a1400326 was manufactured on 01/23/2014. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture provided it seems to be a "kinked tube during use on patient". The complaint cannot be confirmed, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. The complaint cannot be confirmed since the sample was not available for investigation. If the device sample becomes available at a later date, this complain will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.